Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 failed to fire during the case and another instrument was opened and the case was completed. There was no consequence to the pt.